Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible occasional ventricular undersensing was noted on stored electrograms (egm). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.